Event description:
3 of the black echelon reloads ref gst60t were used today during a video-assisted thoracoscopic surgery (vats), left upper lobe wedge resection, and broke upon removal from the staple jaw. The first reload was used to test fire on a towel after switching to a green reload which was intact after use. The resection was completed using 2 green reloads with no issue.